Manufacturer narrative:
Return requested. Replacement 4in. Caster shipped to site 01/11/2017. Medtronic investigation of returned suspect 4in. Caster finds that the post had broken from the caster assembly. Pieces broken - failure: physical damage. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 01/16/2017 a medtronic representative performed a navigation system check-out, all areas passed. The new caster was installed onto the surgeon cart and it stabilized the machine. Navigation system performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system front left caster fell off. This issue caused the navigation system to fall over and the drawer was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the castor wheel can be closed following replacement of the caster. The navigation system then passed the system checkout and was found to be fully functional. The suspect caster has been received by the manufacturer for evaluation. Visual inspection found that the caster was broken off while threads remained in the cart. This confirmed a mechanical failure due to broken pieces. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.